Manufacturer narrative:
The investigation is ongoing. The device is not retuning.

Event description:
As reported by a field clinical specialist (fcs), during the valve deployment of a 29 mm sapien 3 valve in the mitral valve in a surgical valve via transfemoral approach, the distal shoulder filled faster than the proximal shoulder and shifted the valve left ventricle (lv). Another valve was needed to secure/anchor the first valve that was shifted. The second valve was implanted successfully and both valves were stable with good hemodynamics. The patient was stable and left the procedure room for recovery.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: the valve seems not aligned between triple markers. During the inflation of the delivery system, it can be noted that the distal portion of the inflation balloon expands first causing the valve to shift proximally on the delivery system. A second valve is deployed inside the first, however it can be noted that the second valve is slightly canted and not fully deployed. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed. As no work order information was provided, reviews of the DHR and lot history were unable to be performed. As such, any indication of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. The complaint description states ''valve in the mitral valve in a surgical valve via transfemoral approach, the distal shoulder filled faster than the proximal shoulder and shifted the valve lv. Another valve was needed to secure/anchor the first valve that was shifted.''. Per training material ''confirm placement of center marker within optimal initial center marker zone, begin initial deployment with a controlled slow inflation''. Training manual provides the operator proper positioning and deployment techniques to use when deploying the thv which include the following: verify flex tip is on triple marker prior to deployment. Slowly inflate during initial deployment, as it may help with stability of delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the thv. It can be seen from the provided imagery the valve was not centered between the triple markers, causing the distal portion to inflate before the rest of the balloon, ultimately leading to the valve movement noted. A definite root cause is unable to be determined at this time, however, available information suggests that procedural factors (improper valve placement) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.